Manufacturer narrative:
One (1) used partial transpac IV monitoring kit w/ safeset reservoir and blood sampling port, list # 426480406 and lot # 3751448, was received for testing and investigation. The reported complaint of a tubing separation was confirmed. The received monitoring kit sample had a bond separation between the safeset port and the 3" tubing. The cause of the separation was due to a manual manufacturing process error of administering insufficient solvent at the bond location. The DHR lot # 3751448 and relevant commodities were reviewed and there were no non-conformances found that would have contributed to the reported complaint.

Event description:
User facility medsun report was received. The event occurred on an unspecified date in (B)(6) 2018 involving a transpac IV monitoring kit safeset, where the staff went to draw blood from the arterial line tubing and the tubing became disconnected near the hub. The intended procedure was to draw blood and the device failed. There is no report of patient harm. No additional information was provided.